Event description:
The customer reported that the heartstart mrx battery connection failed on battery pca board. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
(B)(4).